Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/07/2018 that on (B)(6) 2018 pt indicated that they got a 41 on their bg, and their rcvr did not go off; they did not know if their rcvr was showing ??? At that time, or what value it was showing. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of  the complaint is undetermined. A root cause could not be determined.